Event description:
On (B)(6) 2025 an "abbott balance middleweight universal 0.014" 190cm" wire frayed, and tip dislodged during pci procedure. Then a second wire was utilized to attempt stenting the area and again the wire frayed, and the tip dislodged. Both wires were from the same lot #4121071. (This is event is being reported again as it occurred twice for the same patient with the same device and lot number. No harm came to the patient. Ref report: mw5168884.